Manufacturer narrative:
(B)(4).

Event description:
It was reported that there are bumps that are very rough on the shaft of the trach above the balloon. There was no harm to patient or intervention reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) photos and the device was returned for evaluation. Visual inspection was performed. Visual inspection of the sample found the device with evidence of excess teflon spray noted in the tight to the shaft (tts) cuff area of the tracheostomy tube as depicted in the returned photos. The root cause of the reported issue was found to be customer failure to follow instructions for use - the tts cuff should be gently massaged prior to inflation in order to distribute the teflon spray to coat the inside of the cuff and ensure proper inflation. Failure to do so may result in accumulations of excess teflon spray (?clumps?) In regions of the cuff area as displayed in the received complaint sample and photos.